Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00396824_1644408-2023-00082; 508-32-204, s810 - device loosening, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision of due to baseplate migration. The baseplate was removed and switched to a stryker wedge and a 36 sphere. Stem was kept and converted to 36 poly.